Event description:
It was reported the cable holder fails. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Atrial output connector lock is broken, but cables did lock into place during analysis. Lower case, both bail covers and ring cover are broken. Lead flex cover is contaminated. Battery contacts are compressed. The ring is bent.